Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The rep reported that the patient's ins was at end of service (eos) and neither the patient programmer (pp) or the clinician programmer would communicate with the ins. The patient reported that the rep that starting 3 days prior to the report the patient began to experience hip pain and pain over the ins site. The rep stated that the patient's pain was getting worse now and is extending down the patient's leg and "wrapping around like a band" around their waist. The patient is scheduled for ins replacement on (B)(6) but the patient was concerned that the battery is leaking inside them. The rep reviewed with the patient that a compromised battery canister is highly unlikely. The reported symptoms were sudden in nature and patient status is unknown at the time of this report.

Event description:
Additional information was received. Health care professional reported they did not think there was any battery leakage, but site pain. Health care professional reported there was "some site pain, but long standing." A removal was planned.